Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the trocar cannula broke during a left eye vitrectomy procedure. "The metal part of the trocar detached from the green part, and the metal part remained in the patient¿s eye." A sclerotomy was performed to remove broken metal part. The trocar was replaced with new one. There patient improving. A product sample has been requested for evaluation.

Manufacturer narrative:
Two opened trocar cannula/hub assemblies were received in a tray for evaluation. One of the cannula/hub assemblies was returned separated. The returned samples were visually inspected. One sample was found conforming; the cannula and the hub were together. The second sample was found non-conforming; the hub and cannula were separate. There was no adhesive present on the hub of the second sample. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The evaluation of the returned non-conforming sample did not verify the presence of adhesive inside of the hub. During assembly of the trocar product adhesive is dispensed at the cannula hub interface. The most likely root cause of this complaint is insufficient adhesive application during manufacturing. An internal investigation has been opened to address reports of a similar nature. (B)(4).